Event description:
It has been reported to philips that, no x-ray was possible. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that no x-ray was possible. Review of the system logfile confirmed the malfunction. Upon further troubleshooting actions, fse identified that issue was with digitally controlled power supply of the m-cabinet. The fse replaced the (pd. Scomp. Dcps) of the m-cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.